Event description:
MFR rec'd per annual device tracking report that the device system had been explanted for infection. Hcp provided that the pt "recovered" from the infection and no replacement of the device is planned. Add'l detail was requested but has not been supplied to date.